Event description:
It was reported that cardiac tamponade occurred during an a-fib procedure. Pericardiocentesis was performed. The patient had fully recovered and was discharged in 2009.

Manufacturer narrative:
Inspite of multiple attempts to inquire further regarding this case, no additional information was provided. Product was not returned for investigation.